Event description:
It was reported to boston scientific that an amplatz ptfe guidewire was used during a stent placement procedure on (B)(6) 2013. According to the complainant they were advancing the wire through a stricture when the wire suddenly bent. The teflon coating of the guidewire unraveled and the wire ultimately broke off. They used a second amplatz ptfe guidewire and the same event happened. They were able to retrieve the pieces of the wire that broke off using a grasper. They were able to finish the procedure with another amplatz ptfe guidewire. There were no patient complication reported as a result of this event. The patient's condition at the end of the procedure was reported to be stable. This report pertains to one of two devices used during the same procedure. Associated manufacturer report 3005099803-2013-05128 pertains to the other device.

Manufacturer narrative:
Complaint was confirmed, the product returned severely damaged: the body kinked, the coilwire unraveled and the corewire fractured at the distal end, next to the ballweld. The results show that the wire was subjected to significant forces (tension overload with a final shear-face tension overload) during the procedure that contributed to the damage on the device. It is most possible that the reason of the reported failure was caused due to unstated procedural or anatomical factors; this may have contributed to the damage on the device during the procedure, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, operational context is the most probable root cause due to unstated procedural/anatomical factors during the procedure, performance was limited. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific that an amplatz ptfe guidewire was used during a stent placement procedure on (B)(6) 2013. According to the complainant they were advancing the wire through a stricture when the wire suddenly bent. The teflon coating of the guidewire unraveled and the wire ultimately broke off. They used a second amplatz ptfe guidewire and the same event happened. They were able to retrieve the pieces of the wire that broke off using a grasper. They were able to finish the procedure with another amplatz ptfe guidewire. There were no patient complication reported as a result of this event. The patient's condition at the end of the procedure was reported to be stable. This report pertains to one of two devices used during the same procedure. Associated manufacturer report 3005099803-2013-05128 pertains to the other device.